Event description:
Litigation papers allege that the patient suffered from a number of different complaints including hip pain, difficulty with flexion and bending, a clicking feeling in the hip joint, and involuntary movement of the hip implant. The patient suffered from elevated levels of chromium and cobalt in his blood, metal debris induced synovitis and metallosis noted in the hip joint upon revision surgery along with a collection of metal tinged, grayish appearing fluid in the hip joint. The patient continues to suffer from pain and discomfort following his revision surgery and can no longer participate in his usual activities.

Manufacturer narrative:
Duplicate of MFR# 1818910-2011-13574.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.